Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of infection was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. There was a large cut in the pump bulb; large hole was present that was result of sharp instrument damage. Pump was not functional test due to large hole. The ams 700 flat reservoir was visually inspected. There was a large cut in the reservoir shell. Large hole was present that was result of sharp instrument damage. The ams700 ipp cylinders were visually inspected. Both cylinders had a large cut in the cylinder body. Both cylinders had a large hole that was result of sharp instrument damage. These sharp instrument damages corresponded with explant damage and hence were considered secondary failures.. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). All components were explanted and replaced. Per form received, ipp was infected.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp). All components were explanted and replaced. Per form received, ipp was infected.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of infection was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. There was a large cut in the pump bulb; large hole was present that was result of sharp instrument damage. Pump was not functional test due to large hole. The ams 700 flat reservoir was visually inspected. There was a large cut in the reservoir shell. Large hole was present that was result of sharp instrument damage. The ams700 ipp cylinders were visually inspected. Both cylinders had a large cut in the cylinder body. Both cylinders had a large hole that was result of sharp instrument damage. These sharp instrument damages corresponded with explant damage and hence were considered secondary failures.. Based on the results of this investigation, no escalation is required.